Manufacturer narrative:
No service was requested or needed. Customer repeated sample with the same lot of reagent utilizing the same calibration curve, obtaining a correct result. There were no reagent or instrument issues noted. Analysis of both the original and repeat sample was made using a nested cup configuration which is not approved by beckman coulter. Au680 user guide [march 2011] warns that use of unapproved micro (nested) cups may impact results. (B)(4).

Event description:
The customer reported an erroneous low total bilirubin result on a neonatal patient generated by the au680 clinical chemistry analyzer. Customer reported the result outside of the lab. Customer stated there was no flagging associated with the original result. The ordering physician did not believe the result and requested the sample be retested. The sample was repeated with a higher result. The result was amended. The patient was hospitalized once the reported result was found to be incorrect. Controls (qc) run before and after the event were acceptable and with facility ranges.